Manufacturer narrative:
Device evaluation: twenty four samples of smiths medical cadd administration set were returned for analysis. The samples were visually inspected under normal conditions of illumination and no discrepancies were detected on the housing nor arch height. Only sixteen (16) samples were tested due to the confirmation of reported failure mode; the sixteenth sample failed the accuracy test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that at the end of therapy, a smiths medical cadd administration set was noted to be under infusing. No patient consequences were reported. No adverse effects were reported.